Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer disconnected the cartridge from their body, filled the tubing, reattached the cartridge, and resumed insulin use.